Manufacturer narrative:
On 29-may-2023, the following additional information was obtained: the customer confirmed that the jaws of the force bipolar instrument were not stuck on tissue when the issue was identified. There were no adverse effects to the tissue. The instrument release key (irk) was used to successfully open the jaws and the instrument was removed. The customer opened a new instrument to complete the procedure. There was no patient injury due to the issue. The procedure had a delay of 10 minutes due to the instrument issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the customer reported complaint could not be confirmed or replicated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed. An additional observation not reported by the site was also identified: the force bipolar instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.040¿ offset at the tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the force bipolar instrument could not be opened nor moved, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the force bipolar instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument could not be opened nor moved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.